Event description:
Hospital personnel were attending to a diaphoretic pt. Allegedly on the delivery of 2 countershocks the operator allegedly observed an electrical arc in the area of the defibrillation electrode placement. The electrodes were replaced and treatment to the pt continued. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability and the successful delivery of defibrillation therapy after replacement of the electrodes.